Event description:
The patient reported that on (B)(4) 2011, she experienced blood glucose (bg) of 21 mmol/l with no signs or symptoms of hyperglycemia. She stated that while troubleshooting to determine the cause of the elevated bg, she noted insulin in the cartridge compartment and that the cartridge was leaking. The patient stated that she filled and inserted a new cartridge and administered a correction bolus; she reportedly continued on insulin pump therapy without any further issues. The patient was unable to provide details regarding how long the leaking cartridge had been in the pump prior to noticing the leak or if there was visible damage to the cartridge or not. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported due to the alleged cartridge leak, as a leaking cartridge can result in under-delivery of insulin.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: a retain cartridge from lot # 201572 has been evaluated by product analysis on (B)(4) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.